Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. A procedure was performed and the device was explanted and replaced. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).